Event description:
Related manufacturer report 3006705815-2023-07843. It was reported the patients lead displayed high impedance. A revision took place on (B)(6) 2023 to address the issue. Effective therapy established post op.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.